Event description:
The customer contacted physio-control to report that during a recent patient event their device would power of as soon as it began to analyze the patient¿s rhythm. The patient, a (B)(6) male, had been unconscious and unresponsive for more than 30 minutes prior to the arrival of medical personnel. The first responders placed the device onto the patient via defibrillation electrodes and powered it on. The device began to analyze the patient¿s rhythm but powered off before it could complete the analysis. The customer advised that a backup device was available but it was not hooked up to the patient. The patient was transferred to an ambulance and transported to a local medical facility. The patient did not survive the event. One of the first responders, an emergency medical technician, advised that the device use did not impact patient care because the patient had been down for more than 30 minutes and had already begun to show signs of rigor mortis, including a swollen neck, when they arrived on scene. A backup device was readily available during the event, but it was not used because first responders were confident that the patient was deceased. Upon calling physio-control to report the event, the customer advised that the device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. The customer was unsure if the three icons were present on the display prior to, or during, the aforementioned patient event.

Manufacturer narrative:
Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement be obtained. Physio-control has asked the customer if they would be willing to release the device for evaluation; however, the customer has not formally responded to that request. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.